Manufacturer narrative:
(B)(4). Foreign county: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11422, 0001825034 - 2018 - 11426 , 0001825034 - 2018 - 11428.

Event description:
It was reported patient underwent hip revision approximately 11 years post implantation due to pain. Attempts have been made and additional information on the reported event is unavailable at this time.